Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not not took the charge or boot-up. The receiver case was opened for an internal visual inspection and further evaluation. Through troubleshooting it was determined that the u6 component is defective. The reported event of an overheating receiver was undetermined with the returned receiver. The root cause could not be determined.